Event description:
It was reported that the patient complained of experiencing dizzy spells whenever the patient was trying to be active. It was further reported that the device was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of experiencing dizzy spells whenever the patient was trying to be active. Follow up is currently in process for additional information. The device remains in use. No further patient complications have been reported as a result of this event.